Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pulse generator exhibited a high impedance and premature battery depletion. It was noted that there was too much difference in the notation of longevity which lack credibility. No intervention was reported. There were no adverse consequences to the patient and the patient will continue to be followed up.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received stated the pulse generator was explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.